Manufacturer narrative:
Initial and final MDR (B)(4)- device 2 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on (B)(6) 2026.the event occurred three or more hours after insertion. The infusion set was in use for three to four hours. The insertion site was abdomen.the patient blood glucose was high at the event. The issue occured with two infusion sets. No further information available.